Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro experienced a case of being unable to deliver insulin/medication, and the cannula breaking of or pulling out. The following information was provided by the initial reporter: according to the patient's report, insulin didn't come out; when using another pen needle, insulin came out with no problem. As for the complaint product, the needle npe was shorter than usual and might be broken.

Event description:
It was reported that pen ndl 32g 4mm pro experienced a case of being unable to deliver insulin/medication, and the cannula breaking of or pulling out. The following information was provided by the initial reporter: according to the patient's report, insulin didn't come out; when using another pen needle, insulin came out with no problem. As for the complaint product, the needle npe was shorter than usual and might be broken.

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned sample and photos was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.